Event description:
It was reported, normal wear and tear, cracked insert.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Device was discarded by the hospital. If additional info becomes available, it will be submitted in a supplemental report.